Manufacturer narrative:
This supplemental report was submitted to provide additional information and to update the following sections: b5, g3, g6, h2, h6 and h10.

Event description:
The territory sales manager obtained additional information from the physician who reported the event was observed at the end of a transurethral resection of a bladder tumor procedure. The procedure was prolonged by 15 minutes.as a single piece fell off inside the patient and was retrieved using a cystoscope and a basket. The patient was inspected and confirmed no injury.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The sales representative was informed by the user facility that the resection (inner) sheath tip reportedly broke off in the patient's urethra during an unspecified procedure. It was reported that the doctor pushed back in bladder and used a basket to pull out the broken tip. No death or serious injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the described damage pattern, it is likely the insulation tip's damage was caused by thermal mechanical overload, mechanical impact like fall, shock or similar stress. The instructions for use include a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. Olympus will continue to monitor field performance for this device.